Event description:
It was reported that multiple malfunction alarms occurred and that the touchscreen was unresponsive. Additionally, it was reported that the pump battery was depleting quickly. There was no adverse impact to customer¿s blood glucose level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.